Manufacturer narrative:
H.6. Investigation: one sample was returned to sbdm, lot number is 2901222. Clamping test under normal using condition: sbdm conduct clamping test under normal using condition for the complaint sample, the clamp could hold medicine and there was no drug infusion. Clamping test under high air pressure: sbdm conduct clamping test under air pressure(0.51mpa) for the complaint samples, the clamp could hold air and there was no air bubble leakage. However, sbdm found leakage in the another received complaint sample which was the same complaint issue. Sbdm thus conducted further investigation about tube inner & outer diameter measurement and eccentricity of roller component for complaint sample and house sample. Tube inner & outer diameter measurement: using profile projector, sbdm measured the inner and outer diameter of tube for both complaint sample and house sample, the diameter are within specification. Roller eccentricity test (unit: mm): using vernier caliper, sbdm measured the length from center to edge of roller for both received complaint sample (cavity no.: 13, minimum length: 8.22. Maximum length: 8.35) & house sample, conclusion was there seems to be eccentricity issue in the roller. House sample inspection: sbdm inspected 30 pcs from lots 2901211, 2901222 and 2901242, no abnormality was observed. Sbdm also measured the roller clamp concentricity, all 30 roller clamps was within specifications. Device history record review: sbdm reviewed the manufacturing record for lot 2901222, no abnormality was observed.

Event description:
It was reported that during use of the IV set an120 w/o bp even with the roller clamp locked fluid flows down. Foreign complaint the following information was provided by the initial reporter, translated from korean to english: rollerclamp not locked. Fluid flows down even though the roller-clamp is fully locked

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the IV set an120 w/o bp even with the roller clamp locked fluid flows down. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: rollerclamp not locked. Fluid flows down even though the roller-clamp is fully locked.